Event description:
Patient called lfs that patient was having a port issues with the meter. Patient mentioned that in 2003 patient had problems when patient inserted the test strip into the port. Patient was unable to get a reading, so patient used ketone test strips to get an idea of where the blood sugar was. Patient took the usual dose of insulin without testing on the meter since patient was having difficulty using the meter. Patient had symptoms, which consisted of feeling dizzy and vision problems. To avoid hypoglycemia, patient ate biscuits and dextrose. Patient did not have a back up meter to test the blood sugar. After several attempts with the meter, patient's husband "inserted 2 strips together in the port (1 completely and the other for a part)" so that they could obtain a blood glucose reading. Patient obtained a blood glucose reading of 6.9mmol/l. Patient did not seek medical attention or call md. Customer service replaced the meter because of the port issue on the meter.